Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that invalid data was observed under rate histograms and sequence counters presented "???". The patient successfully sent a transmission and the problem resolved itself. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.